Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a paravalvular leak closure procedure, two 12mm amplatzer vascular plug ii (avpii) devices were initially placed, but not released from their delivery cables. The patient became hypotensive and bradycardic, requiring IV medication for support, but continued to deteriorate and ultimately required CPR. The patient was defibrillated into sinus rhythm, but deteriorated again and developed vt. This pattern (sinus to vt) continued over the course of 90 minutes, with the patient requiring defibrillation approximately 10 times. The cardiologist ultimately made the decision to cease any further resuscitative measures, and pronounced the patient. The cause of death is not yet known; however, the user does not attribute the avpii devices as the cause of death. At an unknown point in the procedure, the cardiologist made the decision to deploy the two avpiis as he was convinced that they were not contributing factors in the patient's deteriorating condition. It was indicated an autopsy would be performed.